Event description:
Allegedly pt. Advises that physician said she has mom issues and has scheduled a revision. Pt. Has had pain and hip pops. Scheduled for revision on (B)(6) 2013. Primary surgery about 5 yrs ago. Add'l info rec'd (B)(4) 2013: cup and head were revised on (B)(6) 2013. Add'l info rec'd (B)(4) 2013: op notes rec'd from sales rep. Add'l info rec'd (B)(4) 2013: the pt. Was revised on (B)(6) 2013. The cup and head were revised.

Manufacturer narrative:
This investigation is not complete. This report will be updated when the investigation is complete. The event code is addressed in the package insert. Trends will be evaluated. This is the same event as 1043534-2013-02254.